Manufacturer narrative:
Batch review performed on 03 december 2021: lot 153121: (B)(4) items manufactured and released on 06-july-2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 2017. Clinical evaluation performed by medacta medical affairs director: 6 years after primary cemented tka the tibial tray gets loose. No particular events are reported to have triggered the adverse event. The case, for lack of further information, must therefore be filed as secondary aseptic loosening. This is a possible adverse event following cemented tka, described in literature. No reason to suspect a faulty device.

Event description:
At 6 years 1 month after the primary, the patient came in reporting pain and instability due to a loose tibia. No fracture, no infection. The surgeon revised the tibial tray and insert. The surgery was completed successfully.